Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s father reported that on (B)(6) 2018 customer¿s adc freestyle libre sensor produced a ¿replace sensor¿ message, three days after it was inserted. Caller also reported the customer was unable to self-treat, but no symptoms were reported. Caller treated the customer with unspecified oral carbohydrates. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer¿s father reported that on (B)(6) 2018 customer¿s adc freestyle libre sensor produced a ¿replace sensor¿ message, three days after it was inserted. Caller also reported the customer was unable to self-treat, but no symptoms were reported. Caller treated the customer with unspecified oral carbohydrates. No additional treatment was required. There was no report of death or permanent injury associated with this event.